Event description:
Advocate states that customer ran a blood test on her contour meter and received a result of 196 mg/dl. The lab result was 93 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. New meter and strips were sent to the customer. She is to return her strips for evaluation.